Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 3am, the patient woke up vomiting food. The cgm was reading 70 mg/dl. No bg meter reading was taken at this time. The patient was wearing an omnipod insulin pump. At 4am, the patient woke up and continued vomiting. The patient¿s parents suspected food poisoning. At 8am, the patient¿s parents changed the sensor and after warm-up the reading was 398 mg/dl, indicating the previous sensor was reading at a low bias inaccuracy. Around 130pm, the patient was vomiting water and was taken to the emergency room (ER). At the ER, the patient was diagnosed with dehydration and dka. She was treated with IV fluids and an IV insulin drip. At an unspecified time while the patient was in the ER, the patient¿s bg meter reading was 150 mg/dl. The patient was discharged home after 24 hours in the hospital. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.